Event description:
Distributor reported post-op hypotony after the first day of surgery.

Manufacturer narrative:
The IFU was reviewed and was confirmed to include hypotony as a known complication and adverse reaction. The device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. Device not available for evaluation. As the device could not be evaluated, no conclusions could be made on the cause of the reported adverse event.